Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient underwent the procedure because they experienced scrotal hematoma. The explanted aus was also not functioning as intended. The explanted aus was not returned by the facility. The patient was reported to be doing well after the procedure.

Manufacturer narrative:
Event date updated. Updated with additional information. Explant date updated. Patient code updated to reflect code 1884. Device code updated to reflect code 2588.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 3.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.